Event description:
The resident was assisted to bed and complained of pain in his leg. There was a cut to his leg from the edge of the expander connected to the bed and he needed an emergency room visit. The bed in use at the time of the event was the span medical products canada advantage ready widebed model mc7wmllz-l serial# (B)(6).